Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was confirmed as visual examination of the returned product identified the device shows signs of repeated use with nicks and gouges on the handle as well as wear and tear with some pitting. The strike plate also shows signs of repeated use. The tip of the impactor has fractured into 2 pieces with all pieces being returned. The device has a possible field age of 6+ years. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the glenosphere impactor fractured during a case while impacting the taper on to the glenosphere itself, not when impacting into the patient. The procedure was finished utilizing the taper impactor and the head impactor from another tray. No negative outcome for patient or delay in the case. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted